Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device under PMA/510(k): p070016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent tevar. After one debranching, another manufacturers two devices were placed in the descending aorta and from the right below the left common carotid artery. Type1a endoleak was confirmed, so tbe-42-81-pf / lot e3904662 was used. The user was advancing the delivery system over tscmg-35-300-e-lesdc / lot e3902667 but he felt strong resistance when the delivery system reached the top of the aortic arch. He continued to advancing but he felt a resistance like the wire guide and the inner lumen of the delivery system were rubbing. He changed the wire to thscf-35-260-3-aus2 / lot e3929894 and attempted to advance the delivery system but he felt same resistance. The patient has aaa, so the user judged it will be dangerous to advance the delivery system any further and gave up to use tbe-42-81-pf / lot e3904662. The endoleak decreased after ballooning, so the user decided to wait and see the patient's condition and finished the procedure. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
Manufacturers ref# (B)(4). H6: ec method code: analysis of data provided by user/third party (4112). Summary of investigational findings: a 75-year-old patient underwent tevar. Debranching was conducted before two terumo grafts were placed with the most proximal landing zone right below the left common carotid artery. A type 1a endoleak was seen why it was decided to place a tbe-42-81-pf (complaint device). It was reported that the physician was advancing the delivery system over tscmg-35-300-e-lesdc, however, strong resistance was felt when the delivery system reached top of the aortic arch. The resistance was described as a feeling like the wire guide and the inner lumen of the delivery system were rubbing. The physician changed the wire to thscf-35-260-3-aus2 and attempted to advance the delivery system, but he felt same resistance. Due to the patient¿s aortic abdominal aneurysm, the physician judged that it would be dangerous to advance the delivery system any further and decided not to use the tbe-42-81-pf. The endoleak decreased after ballooning, so the physician decided to wait and see the patient's condition and finished the procedure. A preoperative CT study was provided and reviewed by an imaging expert. Per the findings of the imaging reviewer the proximal neck, between the innominate artery and the lcca, is 8.5 mm long with an aortic diameter of 35 x 33.5 mm. The infrarenal aorta is aneurysmal with a maximum diameter of 44.1 mm and has significant tortuosity to the proximal iliac arteries. The distal aorta is moderately narrowed to a diameter of 17 mm. Bilateral common iliac arteries are patent with moderate calcification at the mid segments. The minimum diameter of bilateral common and external iliac access arteries appears to be about 9.5 mm. The reviewer comments that the previously placed grafts in the thoracic aorta may have contributed to the resistance when trying to advance the tbe device through them. However, imaging of the grafts is not provided and cannot be assessed. A zenith tx2 taa endovascular graft proximal extension without shipping stylet, peel away, cannula protection tube and tip protection tube was returned and evaluated. No kinks, dents or other damages were observed. It was possible to insert a wire through the device without difficulties. Review of the device history file gave no indication of the device being produced out of specification. Per the instructions for use the zenith tx2 taa endovascular graft with pro-form with the z-trak plus introduction system is intended for treatment of patients with aterosclerotic aneurysms, symptomatic acute or chronic dissections, contained ruptures, growing aneurysms and/or resulting in distal ischemia, in the descending thoracic aorta. Based on the reported information, imaging and evaluation of the returned product it has not been possible to establish an exact cause for the advancement difficulties. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.